Event description:
Left knee aching/pain in left knee is tolerable [aching (l) knee]. Off label use [off label use]. Case narrative: the case is linked to (B)(4) (multiple device; same patient). Initial information received on 03-aug-2020 from canada regarding an unsolicited valid serious case received from patient. This case involves a 52 years old female patient who experienced left knee aching/pain in left knee is tolerable and off label use when she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing arthritis, osteoarthritis and ankylosing spondylitis. Concomitant medications included paracetamol (tylenol arthritis extra strength); indometacin (teva-indocid) when in pain; diclofenac sodium (voltaren); and cyclobenzaprine as muscle relaxant. On (B)(6) 2020, the patient received hylan g-f 20, sodium hyaluronate solution for injection in left knee at dose of 6 ml, once (route and batch number unknown) for osteoarthritis. On (B)(6) 2020, same day, patient started experiencing aching left knee but the pain in left knee was tolerable (disability). Patient took morphine due to this pain and was walking with a cane. On the unknown date, after unknown latency, she experienced off label use. Action taken: not applicable for both events. Corrective treatment: morphine and using a cane for left knee aching/pain in left knee is tolerable; not reported for other event. The patient outcome is reported as not recovered / not resolved for left knee aching/pain in left knee is tolerable; not applicable for other event. A product technical complaint (ptc) was initiated on 05-aug-2020 for synvisc one. Batch number: unknown; comet compliant ID number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitor adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Final investigation was completed on 13-aug-2020. No safety issues were indicated in this review. Additional information was received on 13-aug-2020 from the other healthcare professional. Product technical results and comet complaint ID was added. Text amended accordingly.

Event description:
Same condition as before the treatment with no reported adverse event [device ineffective] case narrative: based on additional information received on 29-oct-2020 from physician the case became medically confirmed. Additionally, the case initially assessed as serious was downgraded to non serious (serious event of left knee aching/pain in left knee is tolerable was deleted). The case is linked to 2020sa201312 (multiple device; same patient). Initial information received on 03-aug-2020 from canada regarding an unsolicited valid non-serious case received from patient. This case involves a 52 years old female patient who treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one) and had same condition as before the treatment with no reported adverse event (device ineffective). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing osteoarthritis grade IV, arthritis, ankylosing spondylitis, severe left knee pain and patient was a cane user. Concomitant medications included paracetamol (tylenol arthritis) (extra strength) 2-3 times daily for osteoarthritis grade IV, arthritis; indometacin (teva indocid) 2-3 times daily when in pain, diclofenac (voltaren); and cyclobenzaprine as muscle relaxant. On (B)(6) 2020, the patient received hylan g-f 20, sodium hyaluronate (solution for injection) lateral injection in the flexed left knee at dose of 6 ml, once (route and batch number unknown) for osteoarthritis grade IV. On (B)(6) 2020, same day, patient started experiencing aching left knee but the pain in left knee was tolerable. Patient took morphine due to this pain and was walking with a cane. It was reported regarding the pain that pain was severe and condition was same as before the treatment (device ineffective, latency: unknown). The hylan g-f 20, sodium hyaluronate did not contribute to the pain and the pain was related to pre-existing condition of the patient. Patient also had methylprednisolone acetate (depomedrol) 80 injection for the left knee pain for 10 day relief. Action taken: not applicable. Corrective treatment: not reported. Outcome: not applicable. A product technical complaint (ptc) was initiated on 05-aug-2020 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers are continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA (corrective and preventive action) was required. Final investigation was completed on 13-aug-2020. Additional information was received on 13-aug-2020 from the other healthcare professional. Product technical results and global ptc number was added. Text amended accordingly. Additional information was received on 29-oct-2020 from physician and case became medically confirmed. Event of same condition as before the treatment with no reported adverse event was added with details. Event of left knee aching/pain in left knee is tolerable was deleted and left knee pain was updated as history of patient, hence case was downgraded to non serious. Concomitant medication updated. Upon internal review, event of off label use was deleted. Clinical course updated. Text amended accordingly. Local comments: downgrade.

Event description:
Left knee aching/pain in left knee is tolerable [aching (l) knee] off label use [off label use]. Case narrative: the case is linked to (B)(4) (multiple device; same patient). Initial information received on 03-aug-2020 from (B)(6) regarding an unsolicited valid serious case received from patient. This case involves a (B)(6) years old female patient who experienced left knee aching/pain in left knee is tolerable and off label use when she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing arthritis, osteoarthritis and ankylosing spondylitis. Concomitant medications included paracetamol (tylenol arthritis); indometacin (teva-indocid) when in pain; diclofenac sodium (voltaren); and cyclobenzaprine (cyclobenzaprine) as muscle relaxant. On (B)(6) 2020, the patient received injection with hylan g-f 20, sodium hyaluronate in left knee at dose of 6 ml, once (route and batch number unknown) for osteoarthritis. On (B)(6) 2020, same day, patient started experiencing aching left knee but the pain in left knee was tolerable (disability). Patient took morphine due to this pain and was walking with a cane. Action taken: not applicable for both events. Corrective treatment: morphine and using a cane for left knee aching/pain in left knee is tolerable; not reported for other event. The patient outcome is reported as not recovered / not resolved for left knee aching/pain in left knee is tolerable; not applicable for other event. A product technical complaint was initiated and results were pending for the same.